Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vse instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the vessel sealer extend (vse) instrument broke, causing wire fragments to fall inside the patient's abdomen. The nurse coordinator stated, a sound or pop was heard, indicating the wire had broken. The surgical team collected as many fragments as possible and believed all fragments were retrieved. It is unclear if any x-rays were performed as a result of the event. The surgery was completed robotically after replacing the instrument, and no issues were reported with removing the instrument from the cannula.